Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant and the lead was stretched. The analyst noted that the lead passed introducer test, and the helix is sluggish(due to lead stretched at various locations, damaged at implant attempt). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt the physician had difficulty maneuvering the lead. When the physician pulled the lead out it had stretched due to tightness of the tissue around the lead. The lead helix was extended and retracted to see if stretching had effected the lead. Since the lead required too many extensions and retractions a new lead was implanted with success. No patient complications have been reported as a result of this event.